Event description:
During a follow up, several episodes were stored as vf due to undersensing. The patient was hospitalized for further clinical investigation. An x-ray image was taken showing the lead dislodged. A pace/sense portion of the lead was capped. Defib portion remains active.